Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found pulled back, but still functioned. It was discovered during a routine follow up. Apparently the patient twiddled the leads by can. The ra lead remains in service. No additional adverse patient effects were reported.